Manufacturer narrative:
Analysis of the returned device identified: creases fold, wear abrasion and opening on radius. Leak test and microscopic analysis was performed which identified: opening crack on valve, opening creases smooth, opening striated, delamination of valve (<75% partial separation) and delamination plug strap (<75% partial separation). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, an opening crease smooth on posterior due to fold flaw opening, a delamination partial of the valve (adhesive failure) and delamination partial of the plug strap (adhesive failure). Reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.